Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the first suture broke, the second suture loop broken, the procedure was completed with another device. There was no patient injury.